Event description:
It was reported that the patient contacted support due to an occlusion alert accompanied by elevated blood glucose levels, with a reported high of 373 mg/dl. The patient indicated difficulty inserting the infusion set into the abdominal area due to scar tissue. No issues with the infusion set were observed, including no leakage or tubing bends. Information was provided regarding potential causes of occlusion alerts, and the patient was guided through a full supply change. Insulin delivery was successfully resumed, all alerts were cleared, and the patient was advised to continue monitoring blood glucose levels and watch for any additional alerts. The patient reported that blood glucose levels were affected for a couple of hours but did not use backup therapy, perform ketone testing, receive professional medical intervention, or experience any immediate health effects. No assistance beyond guidance was required. During follow-up, the patient reported continued occlusion alerts and was guided through another infusion site change using a contact detach infusion set. Following this intervention, blood glucose levels decreased to 80 mg/dl, and no further issues were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.